Event description:
It was reported that the t:slim x2 pump battery would not charge reliably, with the charging connection being unstable unless the cable was held in place or the pump positioned strategically. There was no adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by using a different charging cable, the problem persisted. As a corrective measure, tandem technical support agreed to send a replacement cable and wall adapter via two-day shipping. If the pump battery depleted before receiving the new supplies, the customer planned to rely on alternate insulin delivery methods.